Event description:
Terumo medical received the following information: a doctor was performing a peripheral angiography procedure and repairing a lesion that was proximal to the popliteal artery. The physician advanced the terumo glidewire advantage 0.035-inch (gwa 035) guidewire to the lesion, and it was getting "stuck." The physician attempted to pull it back and advance it again. When the wire was pulled back, it was noted to have broken in half. The broken piece was removed from the sheath, and scissors were used to cut down the sheath and guide catheter to remove the remainder of the wire. All products were removed. The patient was stable post-procedure. The physician used a 4 french (4f) sheath and a 4 french (4f) corids uf catheter for the procedure, followed by the terumo glidewire advantage 0.035-inch guidewire. The event occurred intra-operatively. Additional information was received on 12 sep 2025: an updated product code of ga3502 was given. The wire broke while inside the patient. The blood loss was less than 250cc. Patient is stable and has been discharged. The sample is contaminated by infectious agents.